Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a intracranial tumor resection surgery the screw broke while being inserted. All pieces were removed from the patient. This occurred with six (6) other screws as well, but other devices were used to complete the surgery successfully without consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the 1.5mm rapid resorbable cortex screw 6mm- was broken. No other problems were observed in the evidence returned. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. According to the surgical technique rapidsorb resorbable fixation system the following are mentioned: -important: if the tap selected is too short, it will not be possible to countersink the screw completely in the plate hole and further screwing in will inevitably lead to breakage of the screw. This can also occur if tapping is terminated before the tap shoulder has reached the plate surface. - carefully insert the selected screw, using the appropriate screwdriver, until the screw is countersunk in the plate. Use a light, two-finger approach (thumb and index finger) to insert the screw. To prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. -over insertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 1.5mm rapid resorbable cortex screw 6mm- would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the screw head deformed from the attempts to assemble. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 1.5mm rapid resorbable cortex screw 6mm- would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 806.004.02s. Lot # 243l247. Manufacturing site: werk bio oberdorf. Manufacturing date: 07 dec 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: e1 (facility name). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 corrected: g1. H3, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the 1.5mm rapid resorbable cortex screw 6mm- was broken. No other problems were observed in the evidence returned. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 1.5mm rapid resorbable cortex screw 6mm- would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part# 806.004.02s lot # 243l247 manufacturing site: werk bio oberdorf manufacturing date: 07 dec 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.